Event description:
It was reported that a patient experienced a loss of therapy. It was reported that the patient's symptoms return "about 5 days ago, or so". It was stated that "it had been as bad as it was before it was implanted". The patient was implanted for urinary urgency and incontinence. Prior to 5 days ago, the patient was "doing fine". Earlier in the week the patient had two mimosas with orange juice, and then "things got worse". It was noted that the patient was feeling stimulation. The patient was at 0.5v and turned it up to 2.1 v. It was stated that the patient was feeling stimulation in the same spot as always. Additional information stated the patient did not have concerns with their device or therapy. Additional information stated the cause of the event was a urinary tract infection. It was stated the patient was reprogrammed and doing well at the time of report. Symptoms included leaking. No hospitalization or injury occurred.

Manufacturer narrative:
Concomitant: product ID 3093-28, lot# va08ad6, implanted: (B)(6) 2013, product type lead. (B)(4).